Manufacturer narrative:
The complaint description states that corail stem was broken where the bump/thickening had showed after post op. The device associated to the complaint was returned for analysis. The fracture occurred near the proximal tip of the distal slot in the coronal plane. The stem was found assembled to the head. Burnishing was observed predominantly on the medial aspect of the distal segments of the fractured stem. This suggests motion between the implant and the bone in-vivo. It is possible that this occurred prior to the fracture. Non-uniform osseointegration of the implant within the bone may have contributed to an uneven fixation and stress distribution through the joint ultimately resulting in fracture. No DHR review a was possible because the batch number was not provided. The review performed on provided images of x-rays conclude that the "bump/thickening" could not be confirmed. It is improbable that the stem itself developed a bump/thickening post implantation. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Non-uniform osseointegration of the implant within the bone may have contributed to an uneven fixation and stress distribution through the joint ultimately resulting in fracture. Nevertheless the mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Patient was revised to address pain and stem fracture.